Event description:
An alleged incident of overinfusion was reported with an ambulatory infusion pump that resulted in the death of the pt. The claim states the infusion of morphine was delivered in 17 hours versus 96 hours. The pump program and rate calculations are reported to have been: prescription - morphine 5ml/100mg, 200mg in 24hrs + 3 bolus of 10mg in 24hrs. Pump program - resevoir volume 46ml, rate 0.4ml, residual volume 40ml, bolus 0.5ml in 8hr interval. Also reported was that no autopsy was performed.